Manufacturer narrative:
E1 reporting institution phone#: (B)(6). No additional diagnostic/functional testing was performed by philips. A philips remote service engineer (rse) spoke with customer. The issue involved disconnect type alarms (spo2, nibp), yellow and red. The sound of the monitor was set to 3, and this was toggled to 7. Good faith efforts were made by the rse to obtain the precise dates and times of the occurrences, as well as the designation of the alarms and the names of the monitors or beds impacted. However, the customer did not respond. The cause of the issue is unknown, and the reported problem is not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that some monitors do not sound at all and other monitors do not sound loud enough when alarms go off. The device was not in use on a patient at the time of the event. No adverse event was reported.